Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of failed battery test alarm. Customer's blood glucose reading was unknown. During troubleshooting for failed battery test, it was found that battery contacts were damaged. After troubleshooting, customer was not able to clear alarm. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current test were normal. No unexpected low battery, failed battery test, battery out off limit or off no power alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broke battery cap on slot.